Manufacturer narrative:
Corrected the h6 code from 4628 to 4629

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturing number:3006705815-2023-06028. It was reported patient was experiencing discomfort and tension at the extension site. As such surgical intervention took place on (B)(6) 2023, where both the extensions were explanted and replaced with new ones, addressing the issue.